Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material in the connector and a rounded setscrew socket. The analyst commented that foreign material was observed in the atrial port. An is1 lead was inserted into the right ventricular (rv) connector and the set screw was tightened to one click using a torque wrench. The set screw held the lead securely. There was slight damage observed on the rv set screw. The damage did not adversely affect the set screw from being tightened. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty screwing the chronic right ventricular (rv) lead into the cardiac resynchronization therapy defibrillator (crt-d) header. A set screw issue was suspected. This may have resulted in damage to the lead. The lead tested acceptably with the analyzer, however after being plugged in there were high impedances. Thresholds were also high compared with the analyzer, and there was no capture in some vectors. A new device was used, and the rv lead was plugged into the left ventricular port in order to program the ring to coil vector. The lead is still in use. No patient complications have been reported as a result of this event.